Event description:
The pt stated the outer tubing of her infusion set separated at the luer lock. She stated she changed the infusion tubing and no physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.